Event description:
Meter name: one touch ii, strip name: one touch strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: dizzy, nauseated, and patient felt like they were going to pass out.. A patient reported they were seen in ER. Their meter allegedly was inaccurately erratic. The results on their meter was 168. The result on the ER meter was 500. A the time difference between patient's meter and: unknown. Treatment was: unknown. No further information has been reported.